Manufacturer narrative:
Please note that this device is not distributed in the united states but it belongs to the same class of devices as the us distributed cypher sirolimus drug eluting stents. The device has been received for testing and evaluation but the engineering report is not yet available. Additional info received will be submitted within 30 days upon receipt.

Event description:
The report received from the affiliate indicated that the physician had already stented the rca with a cypher stent and requested another cypher. The device was positioned in the vessel and while attempting to inflate the balloon to deploy the stent, it did not inflate and fluid was observed leaking from the hub. The device was removed from pt before it was deployed and another cypher was used instead. The device appeared normal before the procedure and was prepped as per IFU and attached to indeflator without difficulty or notable anomaly. The anomaly noted after the device was prepped was that the balloon wouldn't inflate and deploy the stent. A boston scientific indeflator was used in the procedure. The stent got to the lesion without issue being placed by an experienced operator and regular cypher user. The lesion in the rca had 70% stenosis and tortuous. The device was advanced with the indeflator connected to the hub. The indeflator was attached on introduction and the indeflator did not achieve any pressure. This was noted while attempting to apply positive pressure. No atmospheres were achieved as no pressure could be maintained at all. There was no pt injury.